Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect axiem was returned to the manufacturer for analysis. The device was found to have a loose connector which was determined to have caused the reported issue. When system was originally tested on bench tester, the axiem and computer would not communicate with each other. The axiem case was opened and pressed down on the comm to j5 connection on the board; the green led under the connection became illuminated and communication between the systems were established. When manipulating the cable at the connection, the green led flickers on and off. The reported issue was confirmed to be caused by an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Initial onsite evaluation found that the computer was not related to the issue. With further investigation of this case, the mdt rep in (B)(4) found that the cause of the issue was the axiem box. When the navigation system was turned on power connecting with the axiem system, the pc did not start. The rep replaced the facility¿s axiem system with the back-up one, and the issue was resolved.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the computer was restarted and could not boot up. A communication failure of emitter occurred while using the navigation system. The system was shut down and restarted afterwards. It did not start up and "no signal" was displayed on the monitor and navigation could not be used. The procedure was completed without using navigation. There was no delay or patient impact reported.